Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The customer accidentally laid on the insulin pump or pressed the wrong buttons, and received 14 units of insulin. Advised the customer to use the lock keypad feature to prevent any unwanted button pressing. Nothing further was reported.